Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver is bent and comprised at the hex.

Manufacturer narrative:
Examination of the submitted device confirmed the hex tip is significantly bent/deformed. The damage to the tip indicates torsional forces have been applied beyond the material strength. The root cause is attributed to misuse. Based on the root cause determination of misuse and no evidence of product error as a contributing factor, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.